Event description:
It was reported that patient was to be transported to another hospital w/ am iab to "obtain proximal circulation into left main." In cath lab, md inserted sheath into right groin. Iab became stuck in the sheath. Iab and sheath were removed as one piece. Another iab was not inserted. Patient was safely transported to other hospital. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if more information is received.